Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 19-jan-2021. The most recent information was received on 22-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('severe bloating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), anal pruritus ("anal and vaginal itching with fissures"), vulvovaginal pruritus ("anal and vaginal itching with fissures"), anal fissure ("anal and vaginal itching with fissures"), vulvovaginal injury ("anal and vaginal itching with fissures"), oedema peripheral ("significant oedema in the feet, ankles, hand"), abnormal weight gain ("very significant weight gain"), hyperhidrosis ("excessive sweating"), vaginal odour ("intense vaginal odour") and metrorrhagia ("continuous bleeding between menstrual periods"). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal distension, anal pruritus, vulvovaginal pruritus, anal fissure, vulvovaginal injury, oedema peripheral, abnormal weight gain, hyperhidrosis, vaginal odour and metrorrhagia outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, anal fissure, anal pruritus, hyperhidrosis, metrorrhagia, oedema peripheral, vaginal odour, vulvovaginal injury and vulvovaginal pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('severe bloating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), anal pruritus ("anal and vaginal itching with fissures"), vulvovaginal pruritus ("anal and vaginal itching with fissures"), anal fissure ("anal and vaginal itching with fissures"), vulvovaginal injury ("anal and vaginal itching with fissures"), oedema peripheral ("significant oedema in the feet, ankles, hand"), hyperhidrosis ("excessive sweating"), vaginal odour ("intense vaginal odour") and metrorrhagia ("continuous bleeding between menstrual periods") and was found to have weight increased ("very significant weight gain"). The patient was treated with surgery (complete hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal distension, anal pruritus, vulvovaginal pruritus, anal fissure, vulvovaginal injury, oedema peripheral, weight increased, hyperhidrosis, vaginal odour and metrorrhagia outcome was unknown. The reporter considered abdominal distension, anal fissure, anal pruritus, hyperhidrosis, metrorrhagia, oedema peripheral, vaginal odour, vulvovaginal injury, vulvovaginal pruritus and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.